Event description:
Approximately 15 months after cypher implant, the patient returned to the hospital due to in stent restenosis (isr). Under the fluoroscopy, doctor suspects stent fracture. The doctor decided to use a ptca for the procedure, and patient came out safe. The patient underwent implants of 2 bare metal stents (bms) in the proximal left anterior descending (lad) 18 months prior to the cypher implant. The lesion was severely calcified. During the index procedure, a de novo lesion in the lad was treated.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to us distributed drug eluting stents. Additional information will be submitted within 30 days of receipt.